Event description:
It was reported that the user experienced rising blood glucose after changing an infusion set, and upon guided troubleshooting they found the needle guard had not been removed prior to insertion, leading to an improperly deployed infusion set and loss of insulin delivery; the user also replaced a low-insulin cartridge and resumed therapy after completing set and cartridge change steps and fill procedures. Symptoms included hyperglycemia with readings reported as ¿high¿ for approximately 1.5 hours without ketone testing, medical intervention, or acute complications. Outcomes included user education, restoration of insulin therapy, and monitoring guidance. Investigation included a customer interview, guided device setup review, and high glucose assessment. Investigation of this case revealed improper infusion set deployment and connector setup as the likely contributor to under-delivery, consistent with infusion set and connector use issues. It was concluded, based on established findings for similar reports, that the cause was user interaction associated with infusion set insertion error and handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.